Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the device alarmed no delivery alarm during prime. Customer's blood glucose was 296 mg/dl. During troubleshooting, insulin did not exit with manual prime. Device did not alarm no delivery with manual prime. After troubleshooting, customer will not be returning the reservoir for analysis.